Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t hemodialysis (hd) machine displayed a ¿low conductivity¿ message during setup. They also reported that the concentrate pump was re-built and air locked. A fresenius field service technician (fst) was called onsite and ordered an acid pump for the customer. The customer received the acid pump and during installation, found a discolored brown and melted wire on the bicarbonate pump. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The wire was the original fresenius part on the machine. The bmt reported that there was no burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 1,500 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. A fresenius field service technician (fst) was called onsite again and replaced the bicarbonate and acid pumps which resolved the issue. The bmt reported that the machine has been returned to service without issue. The samples are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the bicarbonate and acid pumps. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified discolored brown and melted wire on the bicarbonate pump. Therefore, the complaint event was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t hemodialysis (hd) machine displayed a ¿low conductivity¿ message during setup. They also reported that the concentrate pump was re-built and air locked. A fresenius field service technician (fst) was called onsite and ordered an acid pump for the customer. The customer received the acid pump and during installation, found a discolored brown and melted wire on the bicarbonate pump. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The wire was the original fresenius part on the machine. The bmt reported that there was no burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 1,500 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. A fresenius field service technician (fst) was called onsite again and replaced the bicarbonate and acid pumps which resolved the issue. The bmt reported that the machine has been returned to service without issue. The samples are not available to be returned to the manufacturer for physical evaluation.